Manufacturer narrative:
Sample was serum. No specific sample issues were noted. The customer indicated that serum indexes were normal. The sample originally read suppressed, blank abs high, which may indicate a sample-specific issue. The customer indicated that in addition to the patient sample, there has been many tg results suppressed with blank absorbance high but no incorrect results. The calibration data provided by the customer appears to be acceptable. A field service engineer (fse) was dispatched for this event on (B)(6) 2011 and (B)(6) 2011. The fse performed troubleshooting and replaced and repaired multiple hardware parts and performed all necessary alignments. The fse also performed multiple system checks, ran calibrations and qc, which all passed within instrument specifications. Root cause is unknown at this time, but is believed to possibly be a sample-specific issue. No further issues have occurred in regard to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low triglyceride results for one (1) sample that were generated by the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. Patient treatment was not affected in this event.